Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a retain sample of cartridge lot # b201532 has been evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
This complaint is being reported as a malfunction due to the alleged leaking cartridge. Reportedly, the leakage is on the plunger end. The subject cartridge has been discarded and will not be returned to animas for investigation. Patient replaced the infusion set and site and continued to use the pump without any further issues. There was no report of patient impact associated with this complaint.